Manufacturer narrative:
Batch review performed on 27 november 2025. Lot 2108294: (B)(4) items manufactured and released on 14-sep-2021. Expiration date: 2026-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: although a definitive root cause cannot be established, the event was likely due to excessive load related to the patient¿s overweight condition, leading to tibial tray subsidence. No device- or manufacturing-related issues were identified through the device history records.

Event description:
At about 3 years 6 months after the primary, the patient came in reporting pain due to a subsided femoral component and the cause is unknown. The surgeon noted that the patient's overweight condition may have contributed, although soft bone quality and implant size selection were excluded as potential factors. The surgeon revised the gmk-sphere femur, insert, and tibial tray with gmk-revision femur, insert, and tibial tray. The surgery was completed successfully.